Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/01/2026. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. An investigation was conducted on 04/01/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the arms of the c-ring. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the photographic evaluation as well as the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000527232 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a case, the vasoview hemopro 2 c-ring arm broke in half. There was a slight delay because a new kit was opened up to finish the case. There wasn't any resistance reported while inserting the harvesting tool into the cannula. They did not report that any pieces fell off. No patient harm was reported. Photo provided by complainant shows the c-ring split in half.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.